Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not plugged in properly to the interface board however, after reconnected battery connector the insulin pump had normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump had stripped battery cap, stripped battery cap coin slot, minor scratched lcd window, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that there were broken and missing pieces from battery compartment and reservoir compartment. Customer also reported to have received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was unknown. Customer was advised that loose battery cap could have caused the off no power alert. Customer was advised that insulin pump would need to be replaced.